Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient vision worsened by cataract surgery. Clinical reason for explant was poor acuity related to extended depth-of-focus (edof) intraocular lens (iol). The iol was exchanged for advanced technology intraocular lenses (atiol) 03months 03 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).